Event description:
It was reported that the customer had an air bubble anomaly during normal use. Customer stated that the air bubbles appeared on the reservoir. Customer did not rewind the pump with a reservoir in place. Customer was assisted with how to remove air bubbles manually by plunger. Customer stated that the insulin exited and the air bubble was removed. Customer was able to successfully complete the rewind/prime process. Customer stated that the insulin was not stored at room temperature. Customer confirmed that the insulin was removed from the fridge a couple of minutes before to fill the reservoir. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.